Manufacturer narrative:
The product analysis result indicates that the customer's reason for return has not been confirmed, the handpiece ran for 5 minutes without stalling, sounded very rough, the bearings were worn and was internally polluted. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a device stalled a lot intra operatively and this comes up on the console display screen. Also, it was going around of its own accord without the surgeon even pressing the pedal. There was no patient impact.